Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: addr01, ipg; implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the leads were returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.